Event description:
It was reported by the patient's doctor that system diagnostics were run 3 times after surgery, and each time, high impedance was observed. The patient was sent to have x-rays completed. System diagnostics were performed at the time of implant surgery and the impedance value was ok at that time. X-rays were received and reviewed and the cause of the patient¿s high impedance could not be determined based on the images provided. Sufficient pin insertion was confirmed in the provided images. No known surgical intervention has occurred to date. No other relevant information has been received to date.

Event description:
Clinic notes were received stating that the doctor reviewed the results from cxr and neck soft tissue imaging -- one report reads that the generator is disconnected, but it's unclear from examining the imaging if there is a discontinuity between the lead and the generator. No know surgical intervention has occurred to date. No other relevant information has been received to date.

Event description:
It was reported that this patient received lead revision surgery due to high impedance. The explanted lead has not been received by the manufacturer to date. No other relevant information has been received to date.

Event description:
The explanted lead has been received by the manufacturer. Analysis is underway but has not been completed to date. No other relevant information has been received to date.

Event description:
The lead underwent product analysis and the reported allegation of a lead fracture was confirmed. During the visual analysis the returned portions appeared to be twisted, compressed and the coils were stretched and spiraled. The outer and inner silicone tubes appeared to be twisted apart, in some areas. These findings are consistent with patient manipulation/rotation of the device while it was implanted. The connector pin coil appeared to be broken in multiple locations. The connector ring coil also appeared to be broken. Secondary break lines and corrosion were observed on the coil surface. The abraded openings found on the outer silicone tubing, most likely provided the leakage path for the dried remnants of what appeared to have once been body fluids inside the outer silicone tubing. With the exception of the twisted apart outer and inner silicone tubing areas and twisted condition of the returned lead portion, the condition of the returned lead portions is consistent with conditions that typically exist following an explant procedure. No other obvious anomalies were noted. Note that since the electrode array section was not returned for analysis, an evaluation cannot be made on that portion of the lead. No other relevant information has been received to date.